Event description:
The customer reported that intermittently when the device powered up the display was unreadable. The issue was described as how 'snow on the screen'. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that intermittently when the device powered up the display was unreadable. The issue was described as how 'snow on the screen'. There was no report of pt involvement or adverse pt impact. A philips quote for repair was presented to the customer. As of (B)(4) 2012, the customer had not decided to have philips repair the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.